Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a tonsils adenoids, the surgeon was using a suction colagator and they were on a foot pedal, he was removing the device from the patient and ending up burning the patient on the lip. Small electrocautery burn (4x4mm) on the right superior lip border near oral commissure. When the surgeon released his foot from the petal, the energy did not stop to the device.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2018. Investigation summary: the device functioned properly during testing with megapower generator and megadyne footswitch. A DHR review was performed, and there is no evidence of device defect or malfunctions. No self activation (continuous activation) was observed during testing. Although we have unable to determine the exact cause of the event, we have verified the proper performance of the device.